Event description:
The practice sent back a copy of invoice with the returned lens and stated "duette caused corneal abrasion." Complaint f/u form for completion was sent to the practice on (B)(4) 2012 and no response was rec'd by synergeyes, inc. Etiology of abrasion is not clear although it is unlikely to be due to a defect in lens. Since cause is not clear, MDR filing is required.

Manufacturer narrative:
Add'l model #: sa73s-0850.